Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was in need of annual preventative maintenance and the right side was cracked. No adverse effects have been reported.

Manufacturer narrative:
One device was returned for analysis. Visual evaluation confirms customer's complaint. The cause of this event was the impact on the device by customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g1, please direct those to the following: regulatory.responses@icumed.com. D4: full UDI number: (B)(4).

Event description:
Additional information was received: customer stated that there was no patient involvement recorded.